Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health info about pt. See scanned pages.

Event description:
The implant failed due to infection. Fixture was placed at #36 and removed after 5 mos. Traditional 2 stage surgery, initial implant failure (did not complete implantation).